Manufacturer narrative:
(B)(4). Date sent: 5/6/2021. D4: batch#: u5dm4m. Investigation summary: upon visual inspection of three photos, the following was observed: the first photo shows a handle device area, with the closing trigger in the open position, the device appears to be inside of the plastic bag. The second photo shows an anvil device in the open position, with a white, reload loaded, and appears to be fully fired right side and partially fired left side, the device looks like inside of a plastic bag. The third photo shows an anvil device area, with the jaws in the open position, with a white reload loaded and the reload appears to be fully fired right side, and partially fired left side, and an unformed staple can be seen. Based on the photos reviewed, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staples did not be applied on proximal side of the renal vessel and the other staples were malformed on specimen side during the donor nephrectomy. After that the surgeon sutured the vessel. No patient consequence reported.